Manufacturer narrative:
The reason for this revision surgery was due to the ulna being loose. According to the report, the length of in-vivo patient service of the reported items is over 4.9 years, although this time could not be verified since no previous invoice was provided. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since the lot number was not provided or determined during the complaint evaluation. Multiple searches of the djo surgical records by surgeon and patient database revealed no additional information concerning this event. No additional information was obtained from the agent to assist in the event identification. As of (B)(6) 2018 no records have been forwarded by zimmer-biomet concerning this event. The complaint states the ulna was loose and this revision was necessary to correct the patient's condition. With the limited information, there was no indication that the reported device was the source or had a direct connection with this event. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the ulna being loose.